Event description:
The customer reported to philips healthcare that the heartstart mrx had a "system configuration" issue. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.